Manufacturer narrative:
(B)(4) date sent 9/18/2025 d4 batch #430d48. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis found that one ntlc75 device was returned with no apparent damage and with a reload loaded and a second reload (b) present. The reload loaded was received fully fired with the swing tab in the locked position. The reload (b) had the proximal 24 driver up from the left side and 5 drivers up from the right side. Also, the "doghouse" component was damaged and the swing tab was in the locked position. The reload pan was removed in order to verify the internal components and further analysis showed that the knife subassembly was broken making the reload non-functional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, two opened reload packaging returned along with the sample. The event reported was confirmed and it is related to improper use of the device. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 430d48, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap gastrectomy the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.